Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient said their feet have been tingling a lot lately. Patient said they feel little zaps in their feet sometimes. The patient was redirected to their healthcare provider to further address the issue. Patient also said the handset is in voice activation mode. Reviewed how to turn voice assistance off. Patient was able to successfully turn voice assistant off during the call. Patient mentioned they haven't used the handset in a while because they didn't need it.